Event description:
In 2008, the pt reported that while inserting a new insulin cartridge into her infusion device the plunger of the cartridge became stuck to the piston rod and insulin spilled into the cartridge compartment. She stated that she was able to remove the plunger from the piston rod. She stated that she pulled the cartridge from the infusion device. She was educated on the proper technique for removing the insulin cartridge from the infusion device. She was assisted with inserting a new insulin cartridge. Upon follow up on the following month, the pt stated that the infusion device showed no signs of moisture. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.